Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). During this initial procedure, it was reported the contralateral limb of the main body stent graft did not fill with polymer. Slight ballooning and other attempts were performed; however, the contralateral limb did not fill with polymer. The final angiogram showed there was a complete seal. The patient is doing well and did not have any issues during the case except for that the case went longer having to work around this filling issue. The delivery system was received and it's evaluation is pending.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. The delivery system was returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the delivery system was completed. The stent graft was not returned to endologix for evaluation because it remains implanted. Endologix received one (1) alto delivery system for an evaluation. The device was shipped in a large shipping box, within the original product box within a biohazard bag. There was a major kink near the base of the taper tip at approximately 5mm. The stent graft was not returned as it was implanted in the patient as reported. The polymer syringe was returned containing approximately 7ml of cured polymer. There was blood residue present on the device. The delivery system was still within the sheath. The sheath was removed during decontamination. A visual and limited functional analysis were performed. Upon initial visual inspection there is a kink in the guide wire lumen and oval fill tube 6mm proximal to the proximal lumen spacer. There is a kink in the guide wire lumen 146 mm proximal to the proximal lumen spacer. The bond between the proximal lumen spacer and hypo tube is not compromised. Polymer is present at the distal end of the polyimide polymer fill line as well as the proximal pvc polymer fill tube indicating a communication along the length of the lumen. The ability of the delivery system to deliver polymer to the graft did not appear to be compromised. The remainder of the device appears unremarkable. Unable to confirm the complaint based on the information provided and investigation performed. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the no polymer fill of the contralateral limb is confirmed. This is consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this event are left lower extremity deep vein thrombosis. The final patient status was reported as doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b6: relevant tests and lab data has been updated. G3: awareness date has been updated. H10/h11: additional manufacturing narrative has been updated.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the delivery system was completed. The stent graft was not returned to endologix for evaluation because it remains implanted. Endologix received one (1) alto delivery system for an evaluation. The device was shipped in a large shipping box, within the original product box within a biohazard bag. There was a major kink near the base of the taper tip at approximately 5mm. The stent graft was not returned as it was implanted in the patient as reported. The polymer syringe was returned containing approximately 7ml of cured polymer. There was blood residue present on the device. The delivery system was still within the sheath. The sheath was removed during decontamination. A visual and limited functional analysis were performed. Upon initial visual inspection there is a kink in the guide wire lumen and oval fill tube 6mm proximal to the proximal lumen spacer. There is a kink in the guide wire lumen 146 mm proximal to the proximal lumen spacer. The bond between the proximal lumen spacer and hypo tube is not compromised. Polymer is present at the distal end of the polyimide polymer fill line as well as the proximal pvc polymer fill tube indicating a communication along the length of the lumen. The ability of the delivery system to deliver polymer to the graft did not appear to be compromised. The remainder of the device appears unremarkable. Unable to confirm the complaint based on the information provided and investigation performed. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the no polymer fill of the contralateral limb complaint is confirmed. This is consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was reported as doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated h3: device evaluated by mfg has been updated h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11